Manufacturer narrative:
The pump powered up properly after battery installation. No black, missing segments/partial display anomaly was noted. However, ghosting display after pressing any button due to a corroded lcd board. Unable to perform operating currents, self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests or verify button/keypad unresponsive due to the ghosting display. No moisture/damage on the keypad traces during visual inspection noted. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device had a keypad anomaly. Customer's blood glucose was 253 mg/dl. Act button was pressed and device had a blank display. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.